Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 250120002, implanted: (B)(6) 2010,product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the night prior to report the patient went to use the device itself and it ¿about send him through the ceiling¿ and ¿that was pretty much when the device itself stopped working.¿ the stimulation went pretty high but now ¿it would not let¿ the patient turn it down. There was an overstimulation sensation. It was noted that there was a problem with the patient programmer, and ¿it¿ was not picking up a signal. The device would not pick up if the patient held it to their body. The patient thought the antenna prong/plug looked bent. At first it sounded like the recharger connection was bent. However, after clarification, it was actually the patient programmer that would not connect with the implantable neurostimulator (ins). The rubber was also coming off and the patient kept getting the poor communication screen. The patient was not able to make adjustment both with or without the antenna attached. The patient wanted tape patches. Upon return of the patient programmer, analysis found that the digital board was corroded. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.